Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Event description:
On 07/03/2024, zyno medical llc received a report that the device was reported to have a flowrate offset of -03%.

Manufacturer narrative:
A CAPA has been opened to investigate this failure mode.